Event description:
On (B)(6) 2012, the reporter, the patient's mother, reported that for several days the patient had been hospitalized for elevated blood glucose levels; specific readings not provided. The patient tested positive for ketones, and did not report experiencing any symptoms of high or low blood glucose levels. On an unspecified date, the patient obtained a blood glucose reading of 50 mg/dl. While hospitalized, the patient had been treated with lantus insulin injections. The patient's mother noted that the hospital had adjusted the patient's basal and bolus doses, and then he was taken off the insulin pump. Troubleshooting revealed the pump was functioning appropriately, all total basal/bolus doses given correctly match those programmed, and a review of the history showed there had been no unintended bolus doses given. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered elevated blood glucose levels and was hospitalized while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.